Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with normal operating currents. Insulin pump passed the self test. Insulin pump passed the unexpected restart error test. Insulin pump passed off no power test. No unexpected failed battery test noted. No unexpected low battery anomalies note. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history check failed alarms. Displayable history check failed alarms due to a corrupted history file. Insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed motor position encoder error alarm. Customer's blood glucose was 120 mg/dl. Device alarmed failed battery test alarm. Device alarmed off no power alarm without a prior low battery alert. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.